Event description:
Reporter alleged the lancet needle for the multiclix device used in finger-stick blood glucose testing would not retract after it was used and protruded beyond the end cap. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.